Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) has conversed with the customer and was advised that the operator wasn't familiar with the battery charger indicator lights and thought there was a problem; the battery was simply being charged and there was no abnormal issues noted. It was confirmed that the reported issue was caused due to operator error. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery that was not being recognized and the battery light is flashing. There was no patient involvement, and no adverse event reported.